Event description:
It was reported that the patient experienced a pinching sensation at the stimulator pocket when she sat for extended periods of time. The patient sought medical attention. Impedances were within normal range and the pocket looked fine. The patient's physician injected a steroid into the site where the pinching was as he felt it was an irritated nerve. The patient was instructed to follow up if the pain continued.

Manufacturer narrative:
Lead model 3889-28 lot# v868868 implanted: (B)(6) 2012 explanted: na. Programmer 3037 serial# (B)(4).